Event description:
A cartridge alarm was reported by the caller, which recurred during the load process despite following proper techniques. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the caller with troubleshooting, but the cartridge alarm persisted. Consequently, technical support decided to replace the pump. The customer was instructed to use a backup insulin pump and was advised on programming the new pump and connecting their cgm. A replacement pump was sent, and the customer was instructed to return the problematic pump within 10 days to avoid charges.